Event description:
Event description guidant received information that this defibrillation lead exhibited a fracture that resulted in abnormal impedance measurements and an inappropriate shock. The fracture was located in the area of the patient's clavicle and first rib.